Manufacturer narrative:
The reported event of corroded iui connectors was confirmed after a review of the site visit report. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No definitive root cause was determined for this issue, however based on reported of pdi super sani cloth wipes being used it does appear to be unapproved cleaning techniques. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that the device was not working with evidence of iui corrosion. There was no patient involvement.